Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a leak from the fill port. The root cause could not be determined as performance tests could not be performed. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that four infusor lv 1.5 devices had crystallization around the filling port after filling, indicating a leak. This is report number 1 of 4. The devices had been filled with 277.2 milliliters of 50 milligrams/milliliter 5-fluorouracil in wfi when the condition was observed. No patient injury or medical intervention was reported. No additional information is available at this time.